Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2020 the patient underwent endovascular repair of a right iliac artery aneurysm using gore® excluder® aaa endoprostheses. It was noted that there was dissection of the patient's left iliac artery. It was reported that the gore® excluder® aaa trunk-ipsilateral leg and contralateral leg components were advanced and deployed with no reported issues. Reportedly, a gore® molding & occlusion balloon (mob) catheter was used to balloon the contralateral leg component, located on the patient's left side. Upon inflation of the mob catheter, the patient's left iliac artery was ruptured. The physician and clinical specialist reported that iliac artery rupture was due to over ballooning. Reportedly there was no issue with either the gore® excluder® aaa contralateral leg component, or the mob catheter. The patient adverse event occurred solely due to over ballooning. The physician converted to an open procedure. The contralateral leg component was removed. The trunk-ipsilateral leg component remained in the patient. The patient's left iliac artery was clamped and sutured, and a right femoral to left femoral artery bypass was performed. The mob catheter was discarded at the facility. The contralateral leg component was returned for evaluation. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices included in this adverse event include gore® molding & occlusion balloon catheter (item#: unk / lot#: unk / UDI#: unk) which is captured in manufacturer report#: 3007284313-2020-00143. H.6. Results code 2 updated. H.6. Results code 2: code 213 - the engineering evaluation showed the following: the deployed endoprosthesis was returned for evaluation. No damage or anomalies on the endoprosthesis were noted that would contribute to the event. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. According to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events which may require intervention include, but are not limited to, trauma to the vessel wall such as perforation or rupture. Furthermore, the IFU cautions users to not inflate the balloon to a diameter larger than the vessel it is being inflated within. To avoid vessel trauma, do not over-inflate the balloon in relation to the diameter of the vessel or other devices.